Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection. The sensor cannula was found retracted inside sensor base and found the broken cannula broken part was missing. Also performed visual inspection and checked the introducer needle for burrs/hooks and dull needle tip defects but none were found. Introducer needle passed per specifications. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer's mother reported via phone call that she was having issues with the serter. When the sensor was being inserted, half was in and half was out. The serter was ejecting about halfway. One of the sensors they pulled out the needle, it pulled the sensor through the top. Customer's blood glucose level was 212 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.